Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the customer was unable to pass the operational check. There was no patient involvement. The asp communicated with customer. They initially verified that the test failed. The customer was then help specifically through the test procedure. The testing was now able to be passed by the customer. The device was not malfunctioning. The user once instructed was able to pass testing.